Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment. Results: the screwdriver was confirmed to have a fractured tip upon visual inspection. The fractured instrument was identified during a kit inspection at loaners. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis indicated that the tip fractured as a result of fatigue through multiple fracture origins. The IFU for anchor l states instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: the plausible root cause of the reported event is a user applied overload which occurred over multiple uses.

Event description:
It was reported that the screwdriver shaft snapped in surgery.

Event description:
It was reported that the screwdriver shaft snapped in surgery.